Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high reading issue with the adc device. The caregiver reported high sensor readings with the customer experiencing symptoms described as fatigue and difficulty expressing themselves. The caregiver treated customer with juice, cookies, and cereal. There was no report of death or permanent injury associated with this event. A readings comparison of 124 mg/dl with the sensor against 54 mg/dl with the reader's built-in meter was provided. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.